Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defects found. Evaluation of returned test strips produced glucose control readings below acceptable range and black chemistry was observed and. Most likely root cause of black chemistry is due to improper storage. No further investigation required. Defect found.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is not verified. Adverse event not reported.